Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade procedure. Upon review, the atrial lead exhibited high capture thresholds. The lead was explanted and replaced. No patient consequences.